Manufacturer narrative:
Device evaluation visual inspection: the hawkone was returned with the cutter advanced within the housing assembly. It was discovered there was a clear film within the cutter window. The clear film was identified likely as pet liner. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone to treat approximately 250mm moderately calcified fibrous soft tissue chronic total occlusion (cto) in the proximal/mid/distal superficial femoral artery (sfa) and popliteal artery. The artery was described as 5mm in diameter with little tortuosity. A 7fr destination sheath, a 0.35 navi cross guidewire and a 4-7 nav 6 embolic protection was used in the procedure. The vessel was not pre-dilated or post dilated. The IFU was followed. It was reported that the lesion was long, and complication were expected. The thumb switch was moving but not freely the movement from on to off was hesitant when in use. The position of the cutter when removing the device from the patient is unknown. After the device was cleaned it was reported that the plunger within the nose cone was stuck and was not moving smoothly outside of the patient. The procedure was completed with another hawkone successfully. No patient injury was reported.